Event description:
A customer contacted stryker to report that the device would not display rhythm on screen through paddles lead during patient care. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker field service technician evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Section f10/h6, health impact code of the initial medwatch report indicates problem identified during non-clinical procedure. Section f10/h6, health impact code of the initial medwatch report should indicate no health consequences or impact. A customer quality engineer (cqe) reviewed the electronic patient record from the reported event date and verified the issue of the paddles lead ECG not visible. The root cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that the device would not display rhythm on screen through paddles lead during patient care. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.